Event description:
It was reported that the touchscreen on the pump was unresponsive, preventing interaction with the device. There was no adverse impact to the customer¿s blood glucose level mentioned. The customer received instructions to perform a pump reset, which they executed, resolving the issue with the touchscreen.